Event description:
It was reported to medtronic neurosurgery that the lumbar drain that had been placed intraoperatively broke during removal of the catheter leaving 15cm behind.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies.